Event description:
It was reported that during an in service it was noted that the cardiosave intra-aortic balloon pump (iabp) had an audible low helium alarm, however the tank was open and the manual gauge in the green zone. The monitor was showing a red tank that was 3/4 full. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. H3 other text : no repair information.

Event description:
N/a.